Event description:
Follow up information was received. The health care professional (hcp) reported the reason for the event was that the patient fell. There were no abnormal impedance measurements. No surgical interventions occurred. A reprogramming was done to improve coverage. No hospitalization required. Patient outcome reported as no injury. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that the patient experienced a loss of therapeutic effect and acute pain for the previous 2 weeks. The patient was experiencing pain in the back and left buttock. She fell about 3 weeks prior. She saw her physician on (B)(6) 2012, and x-rays were taken. There were no fractures at that time. The patient had arthritis and stenosis of the neck, hips, and back. The patient had 6 back surgeries in the past. Her first back surgery was in 1986, when she had a laminectomy and fusion. Her last surgery was in (B)(6) 2012, when the implantable neurostimulator (ins) was implanted. She had screws put in her back in 2010, as well as used electrodes on the outside of her body. This was used for about 1 year. She was having more pain in (B)(6) 2011. An x-ray was done and a fractured vertebra was found. She tried increasing the stimulation on the patient programmer but it was "too much" and made her legs vibrate. She was unable to switch to other programs on the patient programmer. She was told she could only increase or decrease stimulation. She was never told she could change programs. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39565-30, lot# v891252008, implanted: (B)(6) 2012, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
Follow up information received reported that the patient met with the company representative on (B)(4) 2012 and received assistance which resolved their concerns.